Event description:
Physician reports that the diaphragm of the catheter did not function. Fluid seeped out of the catheter and gas could be heard. Physician placed finger over to prevent air from entering the catheter. (Ball valve failed to close off catheter after stylet (needle) was removed).

Manufacturer narrative:
Recall was submitted by the distributor on february 14, 1997.